Event description:
Event description cpi received info that the implantable cardioveter defibrillator (ICD) exhibited a middle-of-life battery status after only four months of implant. It was further reported that that pt's ICD had undergone 94 mode switches due to a fast atrial rate. Cpi received additional info in december that indicated the ICD was removed.